Event description:
It was reported that the drills fractured while drilling a hole for screw insertions during an osteotomy procedure for jaw deformity. Another drill was used to complete the procedure. There were no consequences or impact to the patient. It was reported that no further information is available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item# 01-9196, lot# 324112, 2.0mm system twist drill with stop j-notch, 1.5x50mm 22mm. G3: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2024-00046.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill a visual inspection was conducted on the returned drills. The drills show signs of attempted use including marking and scratching on the drill surface. Further investigation shows that the drills have fractured near where the fluted portion of the drills meet the drill base. A dimensional analysis was conducted on the two drills. In both cases both the drill tip and drill base were found to be within specification. The complaint is confirmed. A determination cannot be made as to what caused the drills to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections.

Event description:
No further event information is available at the time of this report.